Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic sigmoidectomy. Event description: [(B)(6)]. "Port inserted but not locked". Additional information received by distributor on (B)(6) 2025 via email: " it was stated that the problem was related to the separation of the gel seal cover." Additional information received by distributor on (B)(6) 2025 via email: " it happened in the beginning of the procedure. No, the lever wasn't broken the cap was placed on alexis properly. They kept running procedure anyway it was everything was where they were supposed to be, the lever just didn't lock up." Confirmed on (B)(6) 2025: event unit received had a torn sheath additional information received by distributor on (B)(6) 2025 via email: confirmed by account to be the correct unit for this complaint. No information was available as to the incident surrounding the sheath tear and the tear was not mentioned in the original product complaint. Intervention: the device was used until the end of the operation. Patient status: no clinical impact on the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. Engineering observed the (B)(6) sheath was torn. Based on the condition of the returned unit, it is likely that a sharp object or instrument came in contact with the sheath, resulting in a hole or tear that further propagated due to the stress experienced by the sheath. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. Based upon the initial description of the event, the event was not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical determined that this event is reportable due to the sheath tear.

Event description:
Procedure performed: laparoscopic sigmoidectomy. Event description: [hospital name]. "Port inserted but not locked". Additional information received by distributor on (B)(6) 2025 via email: " it was stated that the problem was related to the separation of the gel seal cover." Additional information received by distributor on (B)(6) 2025 via email: " it happened in the beginning of the procedure. No, the lever wasn't broken. The cap was placed on alexis properly. They kept running procedure anyway. It was everything was where they were supposed to be, the lever just didn't lock up." Confirmed on (B)(6) 2025: event unit received had a torn sheath. Additional information received by distributor on 18 april 2025 via email: confirmed by account to be the correct unit for this complaint. No information was available as to the incident surrounding the sheath tear and the tear was not mentioned in the original product complaint. Intervention: the device was used until the end of the operation. Patient status: no clinical impact on the patient.